Event description:
Attorney advised pt was revised to a one-third tubular plate, six 3.5mm cortex screws, bmp, and mtf grafton crunch. Xray taken 4 mos post operative shows the most distal screw broken from impinging on tibial shell of the depuy total ankle prosthetic. X-ray taken 10 mos post operative shows two additional screws (#3 and #5) also broken. During a revision procedure pt was implanted with an ebi large external fixator with anterior talar neck screw, calcaneal screw and 2 tibial screws to the medial side. A counter incision on the lateral ankle was made to remove two of the broken screws. Plate and balance of screws were left in place.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.